Event description:
It was reported that the ilet displayed a ¿connect cgm dosing stopped¿ message while the user had been without a dexcom g7 sensor due to back order, and the agent provided education on the alert, alternative cgm options, and advised the user to contact the pharmacy and their healthcare provider for a care plan given elevated blood glucose. Symptoms included hyperglycemia with a reported glucose value of 289 mg/dl. Outcomes included user education and troubleshooting to address cgm connectivity and dosing status and to mitigate high glucose. Investigation included review of user report and education on device use and cgm availability. Investigation of this case revealed that insulin dosing was halted due to loss of cgm input, consistent with device behavior when sensor data are unavailable; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user impact from cgm unavailability leading to dosing pause and resulting hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.